Event description:
The surgeon reported that when he attempted to retract the malyugin ring into the inserter the ring broke at the joint. There was no reported impact to the patient and the procedure was completed.

Manufacturer narrative:
The surgeon indicated that the ring was discarded. Therefore no evaluation will be performed.